Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that pt states as she's sitting, the device is sputtering.  Patient services (pss) asked to clarify, pt states that for two days, the stim turns off and on itself. Pt does not have adaptive stim programmer. Pss directed pt to healthcare professional.